Manufacturer narrative:
Evaluation results: one pneupac ventilator (parapac plus) was returned for investigation in good condition. The customer reported product problem (manometer needle not working/ventilator inaccurate) was not confirmed during testing. The manometer functioned as intended when the oxygen was connected to the patient circuit. The investigator performed frequency and tidal volume tests. All the values measured within tolerance.  The investigator noted the following secondary issue however. The unit was flashing prematurely when disconnected. The relief pressure check was measuring high. In addition, the CPAP measured on the high end producing a value of 0.5. The aforementioned product problem was attributed to normal wear and tear. The investigator adjusted the disconnect alarm, and relief pressure to values that were within tolerance. The investigator also upgraded the variable restrictor. Preventative maintenance was then performed on the unit. The customer was also provided with a new preventative maintenance kit for future use.

Event description:
It was reported that the manometer needle was not working on the pneupac ventilator. The device was not accurate. No patient injury or complications were reported in relation to this event.